Event description:
Case front-crack, battery pack-low capacity, iui-corrosion, comm board-corrosion and case rear-crack. 01/02/2018 04:01:40 rfc_repairs (rfc_repairs) po for $601. (B)(6) 2018 07:57:50 (B)(6) (B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Event description:
Case front-crack, battery pack-low capacity, iui-corrosion, comm board-corrosion and case rear-crack. (B)(4).

Manufacturer narrative:
The customer stated problem was confirmed during the service repair process.- additional comments: na additional comments 2: - failure mode updated per ca-2018-0161, ca-2014-0605. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. Service determined the proximate cause of the reported issue was as follows: replaced battery for the error 120.4620 replaced corrorded right iui board replaced sio board due to the unit cant conect to asm replaced broken rear and front case. This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. The customer stated that there was no patient involvement. CAPA reference : ca-2018-0161, ca-2014-0605.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Event description:
(B)(4).